Manufacturer narrative:
Additional information: additional information received reported there was no delay to the procedure due to the reported issue. The case was continued with direct line of sight with endoscopy.

Manufacturer narrative:
Patient information was unavailable from the site. Site did the following troubleshooting: they plugged an s7 axiem box into the fusion with the fusion's emitter. The emitter still had intermittent connectivity. However, before it had zero connectivity. Could still possibly be the emitter, or the axiem, or both that are faulty. Next troubleshooting steps that would be necessary by cs would be: - plugging the fusion emitter into the s7 axiem while it is attached to the s7 to determine it's connectivity - plugging the functional s7 emitter into the fusion axiem attached to the fusion to determine if the the axiem connectivity issues are resolved. Also works if they unplug the fusion emitter to see if the axiem status changes to connected. - check/bypass connections to the computer (change usb port), and power supply. A medtronic representative went to the site to test the equipment. They replaced the emitter. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation of the returned emitter found that the reported event was related to an electrical issue. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Eminterface shows a fault on coil 5. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that called to report that the emitter on the navigation system is not working during a functional endoscopic sinus surgery (fess) case. It is not showing as connected at all on the system. He has other items plugged in, but without the emitter cannot determine if they are working properly. Navigation was discontinued for the case and there was no reported impact on patient outcome.